Event description:
A hospital reported that two different patients were sent to the cath lab for a cardiac catheterization due to falsely elevated troponin results. The hospital laboratory reported that qc run at 10am was in range. On the following day at 6:30am the lab ran qc and was reported as high for multiple levels of different analytes. Troponin qc was only run again at 7:56 am and proved to be within range. Instrument labeling recommends at least two levels of qc to be run every day. There were no relevant errors found in the instruments' results log. Two days after the event a bayer field engineer visited the site. The only significant finding they reported was that the probe for one of the reagents was misaligned. The field engineer corrected this and reported that all the other visual checks were in line. The finding of the misaligned probe was determined to be coincidental and not related to the event. Follow-up with the lab since then has indicated no further problems with troponin results on this system using the same lot of reagent.

Event description:
A hospital reported that two different patients were sent to the cath lab for a cardiac catheterization due to falsely elevated troponin results. The hospital laboratory reported that qc run at 10am was in range. On the following day at 6:30am the lab ran qc and was reported as high for multiple levels of different analyted. Troponin qc was only run again at 7:56 am and proved to be within range. Instrument labeling recommends at least two levels of qc to be run every day. There were no relevant errors found in the instrument's results log. Two days after the event a bayer filed engineer visited the site. The only significant finding they reported was that the probe for one of the reagents was misaligned. The filed engineer corrected this and reported that all the other visual checks were in line. The finding of the misaligned probe was determined to be coincidental and not related to the event. Follow-up with the lab since then has indicated no further problems with troponin results on this system using the same lot of reagent.